Manufacturer narrative:
(B)(4). One sample was returned for evaluation. Visual and microscopic inspections showed no obvious defects. The sample was then functionally tested by filling the returned non-baxter syringe with distilled water. The syringe was then manually attached to the returned onelink sample. The sample was securely attached to the luer of the syringe. The sample primed and flowed normally. The issue could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector would not connect to a non-baxter syringe. The reporter indicated that the one-link turned freely without securing the connection. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.